Manufacturer narrative:
Calibration was acceptable. Six sample clot alarms were observed on the alarm trace data from (B)(6) 2022. The investigation is ongoing.

Event description:
There was an allegation of questionable ureal urea/bun results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 5.6 mmol/l. The sample was repeated on (B)(6) 2022 due to an elevated creatinine result. The repeated result was 16.4 mmol/l. The results were not reported outside of the laboratory. The reagent lot number was 572188. The expiration date was requested but not provided.

Manufacturer narrative:
The customer changed both reagent probes and found a build up of residue on one of the probes. The field service representative found a dripping rinse nozzle and observed that all of the aspiration tubes were going through the clamp on the rinse station. He re-tubed the rinse station. He also found a bent sample probe and he replaced it. He performed mechanical checks and checked rinse levels, which were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.